Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a monitoring report noted atrial arrhythmia with intermittent atrial under sensed events. It was also noted that the device appeared to have mode switched and collected atrial high rates as expected. The lead remains in use. No patient complications have been reported as a result of this event.